Event description:
It was reported that during the procedure, bleeding was seen from the central part of the inferior pulmonary vein stump, and it was found that the staples were poorly configured/formed. Withdrawal due to complete dehiscence of mechanical sutures in the pulmonary vein with reintervention for massive bleeding from the central part of the inferior pulmonary vein stump. After completing the surgery with the patient awake and extubated, sudden hematic drainage was observed, continuous up to 450 ml, prompting urgent re-intervention. In fact, when placing the prolene stitch, the rest of the suture started to open. The patient is in perfect condition and recovering.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please describe "poorly formed staples" what is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. Corrected data; b1, b2, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.